Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process, the customer accidentally started the entire load sequence again, and received a minimum fill message. Reportedly, the cartridge was filled with approximately 150 units of insulin. Prior to the event, the customer experienced an elevated blood glucose (bg) level of 497 mg/dl, and was addressed with delivering a manual injection and changing the supplies on the pump. Subsequently, during the call with tandem technical support, the customer was able to load a new cartridge successfully onto the pump.